Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination crack in the cuff was found. The cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected. It was found to have a fold along the lateral edge of the cuff shell towards the adapter. Cuff passed leakage test. Tubing passed visual inspection and leakage test. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination crack in the cuff was found. The cuff was explanted and replaced. No patient complications were reported.